Event description:
It was reported that the 9800 system would boot up, but no x-rays were being generated. There was no report of pt injury.

Manufacturer narrative:
The service call was cancelled by the customer. Advised that a third party identified bent pins in the lemo connector. Third party will correct. No service required.